Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: the clips were malformed in that they did not stay on the vessels. I did not see them formed so I cannot say if they were scissored or not.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not deploying properly and came off of the tissue after being placed. There were no patient consequences. Case completed with another device of the same product code. One device was discarded.